Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the plunger collet stuck open and broken. The fe replaced the collet in position #6 then ran and passed splld and user software check without error. Repairs have returned this instrument to expected operation.